Event description:
A male, postintubation subglottic stenosis grade IV/IV previously treated with laser, several times, and tracheal resection in another centre. Partial cricotracheotomy resection performed in 2008 associated to a antero-graft with costal cartilage and tracheotomy closure, being the surgical field a clean-contaminated field, under antibiotics cover with amoxicillin-clavulanic applying coseal 2ml directly on the sutures. On the 3-4th day post-op, he presents surgical wound infection and exit of "silicone-looking like material" through the wound which is no more than the fragmented coseal. We proceed to the cleaning of the surgical wound and local treatment with a good outcome. Since he presents lateral right subglottic malacia with no evidence of residual stenosis, he is undergoes on approx one and a half months later a small magnitude tracheostomy with passy-muir phonatory valve for prolonged wearing, with good initial developments.

Manufacturer narrative:
Baxter medical director assessment: coseal is indicated for use in sealing suture lines along arterial and venous reconstructions and in patients undergoing cardiac surgery to prevent or reduce the incidence, severity and extent of post surgical adhesion formation. The use of coseal to enforce closures of gastrointestinal fistula is not indicated. As a result, the described incident is the result of an error in use. The early break down of the product in an environment with a low ph, and a high enzymatic activity may also have contributed to the event. It is also a well known guidance in surgery that synthetic materials should be used with extreme caution in clean-contaminated surgical fields. It is recommended to re-train the reporting surgeon on the following: surgeon should be asked to stop the use of coseal in this type of surgery. Coseal is not indicated for sealing of the reconstruction of fistulas, since this approach requires a fibrin-based, and not a synthetic sealant. Healing of fistulas is a lengthy process that exceeds the length of degradation of coseal. The use of a fibrin sealant that supports the healing process would be the recommended alternative in such challenging. Md biosurgery. Remedial action: retaining of the surgeon in another country is currently being scheduled.